Event description:
It was rpeorted that during a tvt procedure, the mesh separated from the needle during the second needle passage. Another device was used to complete the procedure with no patient consequence.